Manufacturer narrative:
B5. Describe the event or problem, corrected data: supplemental MDR 1 inadvertently omitted- "it was reported by the study site that that they no longer considered the neck tingling a serious injury. It was reported that the shortness of breath previously reported was now considered a serious injury. And that hospitalization and medication change was required. Medication was required for tingling. ". F10. Adverse event code, corrected data: supplemental MDR inadvertently omitted the patient hospitalization from f10 codes.

Event description:
It was reported by the study site that that they no longer considered the neck tingling a serious injury. It was reported that the shortness of breath previously reported was now considered a serious injury. And that hospitalization and medication change was required. Medication was required for tingling.

Event description:
The patient also experienced vomiting at the time of the other reported events. Nausea was noted to be serious . It was noted other potential factors contributing to adverse events was patient condition and the patient was treated with medicine. (Cvcm 1: torsemide, cvcm 7: amiodarone. ). The event has recovered/resolved. No further relevant information has been received to date.

Event description:
It was reported that the study site indicated that they no longer considered a serious injury. No further relevant information has been received to date

Event description:
It was reported by clinical study site that a patient complained of moderate, intense neck vibration/tingling that she had never experienced before and was having moderate shortness of breath and nausea. The events were possibly related to generator stimulation and not related to generator implant/generator other or other underlying condition. The patient inhibited stimulation with their magnet and the patient was hospitalized for one night (for observation and medication adjustments) and provided medication torsemide for the neck vibration. The vibrations resolved four days after start date. Settings change was also required. No device failure was identified. No further relevant information has been received to date.